Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. Pt has experienced persistent aches and pains in his left hip, groin area, low back pain, loss of leg strength, numbness in left leg if lying on left side, and difficulty with activities of daily living. There is no mention of revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 1020, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. The sleeve has been added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.